Manufacturer narrative:
The investigation showed that the outer knife was not fixed well in the body. That is the reason of the air bubbles out of the tip. This complaint is deemed reportable as it is possible for injury by microbial, viral or prion infection (patient harm). This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4) ).details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
Our customer in (B)(6) discovered bubbles when using this cutter.